Event description:
Cts received an email reporting a cartridge fit issue. No information was provided regarding any impact on the customer's blood glucose level. Cts attempted to follow up, but the customer was unavailable, so a voicemail was left. No additional information regarding the outcome of the event was received.